Event description:
It was reported that the device needed preventative maintenance and was missing the peep cap. Patient involvement is unknown.

Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was returned for evaluation. Visual and functional testing were performed. The testing could duplicate the customer reported problem, the peep cap was missing. The root cause of the issue was determined as it required preventative measurements annually. Filter retaining o-ring, input fitting o-ring, peep needle cartridge, input fitting filter, stuck vent o-ring, battery lithium were repaired. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.